Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
Additional information was received from the field service representative on (B)(4) 2015. The fse reported that this case was opened in error on an incorrect device and associated serial number. There is no complaint or reportable event related to this device.